Event description:
It was reported by the customer that they were experiencing issues with no liquid coming out of the needles during injections. This was reported to have occurred numerous times with two different lot numbers. No information was received regarding any serious injury as a result of this product issue.